Event description:
It was reported that unit intermittently shuts off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was analyzed and subjected to functional and visual tests and the unit did not power on due to a bad cable connector on the power supply board. The connector was intermittently passing voltage leading to the issue observed by the customer. Additionally, it was noted that connector on the digital board was loose and could become an issue in the future. The unit has the most current software for the front and digital boards respectively. The root cause was traced to bad cable connectors on the power supply board. In sum, the product was returned investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.